Event description:
An olympus field svc engineer reported that he was dispatched to a facility because the automatic endoscope disinfector was leaking gluteraldehyde onto the floor. Upon his arrival at the facility, he found that approx 1.5 gallons had leaked from the disinfectant reservoir. The hosp nurse reported that two or staff members complained of headaches. Staff members were not treated and they did not go home following the occurrence.